Event description:
Failure of reference patch to be recognized by carto xp rmt system. This was an out-of-the-box failure. It was resolved by replacing with new reference patch. There were no adverse effects to the patient.====================== health professional's impression======================device failure. Resolved by replacing with new reference patch.====================== manufacturer response for reference electrode, refstar reference catheter rmt======================will issue credit for replacement product.